Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(4) 2010 during drain cycle 2. The ultrafiltration (uf) volume was 1873 ml. The programmed fill volume was 3000ml. This gives a total drain volume of 4873 ml, which meets overfill criteria. On (B)(6) 2010, product surveillance contacted the nurse and provided the results of evaluation and the probable cause identified. The nurse reported that the hp was doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). The device passed the homechoice rite, functional and electrical tests and was functioning within specification. The probable cause for the iipv found in the logs was determined to be insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The service history was reviewed and the device has not been previously returned for any issues related to iipv. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA (B)(4).

Event description:
This (B) (6) female pt with interstitial cystitis began experiencing discomfort related to the interstim device. A first and second stage interstim were initally implanted four months ago.the pt complained of a shocking type of sensation in her vaginal and suprapubic area last month to her urologist. Multiple adjustments were performed, the settings were changed and the unit was turned off. Despite having the unit turned off, the pt still experienced the shocking sensation. The device was removed surgically last month. There were no obvious abnormalities noted upon removal of the device. The local medtronic representative as well as the national office were notified and the response follows: this is not something that they were used to dealing with, but if there was any doubt, then the interstim needed to be removed.